Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the pacemaker exhibited intermittent capture. It was also reported that the patient had experienced presyncope. Programming changes were made. Further information regarding patient condition was requested but not received.